Manufacturer narrative:
Device evaluation: the service engineer (se) inspected the device and found an expiratory pressure out of range error message in the logs. The se installed a new circuit. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was inoperative, generated a background check error message and had a safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.